Manufacturer narrative:
H6: investigation summary the defect is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10

Event description:
It was reported while using bd safetyglide¿ safety needles the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: incident details: when attempting intramuscular injection to the left deltoid, increased pressure was encountered and the injection attempt had to be abandoned, despite troubleshooting needle positioning, hub connection, etc. The patient had to receive a second intramuscular puncture with a new needle to a different site. Later troubleshooting with a new syringe (water filled) and the original needle (safety engaged, over appropriate receptacle) revealed the same initial elevation in pressure that was able to be overcome with considerable force. Another attempt with air filled syringe revealed increased pressure, though able to expel the air.

Event description:
It was reported while using bd safetyglide¿ safety needles, the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: incident details: when attempting intramuscular injection to the left deltoid, increased pressure was encountered and the injection attempt had to be abandoned, despite troubleshooting needle positioning, hub connection, etc. The patient had to receive a second intramuscular puncture with a new needle to a different site. Later troubleshooting with a new syringe (water filled) and the original needle (safety engaged, over appropriate receptacle) revealed the same initial elevation in pressure that was able to be overcome with considerable force. Another attempt with air filled syringe revealed increased pressure, though able to expel the air.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.